Event description:
The customer reported that about 2mls of fluid had leaked from the coulter hmx hematology analyzer w/ autoloader while the instrument was in shutdown over the weekend. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the instrument had not been running for an extended period of time resulting in dried blood within the waste lines and check valves. He isolated the leak to ff147 at pv40. The fse replaced the tubing at ff147 on pv40 resolving the leak. (B)(4).